Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is alleging that the wheels on the solara3g wheelchair are wobbling with no end user in the chair.

Manufacturer narrative:
The device was not evaluated by the returns department as the unit was unable to be tested.

Event description:
Dealer is alleging that the wheels on the solara3g wheelchair are wobbling with no end user in the chair.